Manufacturer narrative:
Our field service engineer on-site investigated the ventilator. The monitoring, pressure transducer and pneumatic back-plane pc boards (pcb) were replaced and returned for further investigation. During simulated use testing of the returned parts individually in a reference ventilator, they all failed several sub tests in pre-use check. There was a technical error code as well, which indicates a miscommunication with the air gas module and monitoring pcb. It was noticed by visual inspection the following: the pneumatic back-plane pcb had a liquid contamination and traces of oxidation on one of the contacts that connects this pcb with the main backplane pcb, which lead to miscommunication between two pcbs. During pre-use check, it failed pressure transducer, flow transducer and alarm state tests and alarmed for communication error. The pressure transducer pcb had a liquid contamination and traces of oxidation on the sensor and on the components of the backside of the pcb. The zero pressure voltage was measured and it showed a major drift in the pressure sensor due to the contamination. The monitoring pcb failed pressure transducer, safety valve, o2 cell/sensor and alarm state tests during pre-use check and alarmed for communication error. There was no evidence of contamination on this pcb. It was not possible to find which components were defective. The source of the liquid contamination on the pcbs or what kind is unknown. The provided ventilator logs were reviewed. According to the event log, the subjected ventilation period started one day prior the event date on dec 13, 2022. On the reported event date dec 14, 2022 there are several clinical alarms indicating an insufficient ventilation (airway pressure high, o2 concentration low, apnea, respiratory rate high and expiratory minute volume low) as well as alarms for low gas supply (air supply pressure low and gas supply pressure low). The technical error code indicating communication error was also confirmed in the technical log. Review of the test log noted that the last successful pre-use check was performed on nov 7, 2022. That is, over one month prior the event date. Several ventilation periods has been performed during this period. A pre-use check should always be performed before connecting the ventilator to a patient. In conclusion, when testing the returned pcbs they failed in the pre-use check and was found to have ingress of liquid that most likely caused the failure of delivering ventilation as set to the patient.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not delivered breaths to the patient. The patient desaturated to unknown level. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).